Manufacturer narrative:
Customer report was confirmed. The catheter and 0.032" guidewire were returned. The guidewire was found to have a broken weld at the j tip end and the outer coil has unraveled over a 20cm area. There is no missing sections. There is an area on the outer coil that appears to have cought and created and step in the outer coils located 4mm proximal of the j tip end. Corrective: manufacture and expiration dates included;

Event description:
It was reported that unit is stuck on standby.

Event description:
Guidewire passage difficult/damaged or out of spec; it was reported that the guidewire unraveled. It was further stated that the guidewire frayed. There were no patient complications. Device will be returned for evaluation.